Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8163962. Medical device expiration date: 2023-06-30. Device manufacture date: 2018-06-12. Medical device lot #: 0274101. Medical device expiration date: 2025-09-30. Device manufacture date: 2020-09-30. Medical device lot #: 9176410. Medical device expiration date: 2024-06-30. Device manufacture date: 2019-06-25. Medical device lot #: 9197310. Medical device expiration date: 2024-07-31. Device manufacture date: 2019-07-16. Date received by manufacturer: bd was initially made aware of this complaint on (B)(6) 2014. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on 2021-06-09 that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. Investigation summary: eighty six open 32g x 4mm pen needle samples were returned along with two teardrop labels from lot. No. 0274101, four teardrop labels from lot. No. 8163962, one teardrop label from lot. No.9176410 and one teardrop label from lot. No. 0106051. Visual examination was carried out on all eighty six samples and a bent non patient end of cannula was observed on seventy eight samples and a broken patient end of cannula was observed on one sample. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related investigation conclusion: bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Root cause description: no manufacturing related issues were observed on the samples. No issues were observed with the remaining seven samples. Rationale: based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that pen ndl 32g 4mm hp 105 box de cannula broke off. The following information was provided by the initial reporter: needle bent npe.